Event description:
It was reported the pt's programmer does not respond to the '+' and '-' buttons. The pt currently has stimulation at a lower level and is unable to adjust it due to this issue. A replacement programmer has been sent to the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.